Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The report event of stimulation decreases by itself/autoreducing was confirmed. As received, microscopic inspection of the lead extension showed multiple out-tubing breaches with broken wires; which caused the reported issue. The cause of the broken wires is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Related manufacturer reference number: 1627487-2019-13898. It was reported that the patient experienced loss of stimulation due to autoreducing. Diagnostics revealed high impedances. Reprogramming was attempted but unable to restore stimulation. In turn, surgical intervention was undertaken on (B)(6) 2019 to perform intraoperative interrogation of the system. During the surgery it was discovered that the ipg was loose in the pocket and had flipped multiple times causing the extension to become twisted. The physician explanted and replaced the extension, reimplanted the same ipg, and left the lead in place. Post-operatively, programming restored effective stimulation to the patient.